Manufacturer narrative:
Results & conclusions: each faulty mr290 chamber returned to fisher & paykel healthcare due to overfilling was evaluated by our engineers. In most cases, we observed that the chamber's floats were not operational. They were stuck in the down position leaving the water valve open. In the majority of cases, we also observed a small dent in the base near the float hinge. Investigations have shown that an impact to the chamber can cause the valve operating mechanism to be pushed out of alignment. This misalignment prevents the floats from shutting off the water flow to the humidification chamber. Fisher & paykell healthcare has completed a failure investigation report and determined that the root cause of the problem is due to internal flexing of the float mechanism, isolating the problem to the mr290 secondary float hinge arms. As part of the failure investigation, a box of 40 chambers was drop tested onto its corners, edges and faces from varying heights. Below 1 metre, the packaging absorbed the impact and the chambers were not dented. For a drop height of 1 to 3 metres it was possible to create the characteristic upward dent in the chamber base although it was not possible to recreate the jammed mechanism. For drops over 3 metres, the chambers cracked and there was obvious external damage to the packaging. Drop testing has also been carried out on individual, unpackaged chambers, demonstrating that the fault can be repeatedly and consistently reproduced in certain conditions. A drop test jig was developed to enable chambers to be dropped in a controlled and repeatable manner (angle or orientation drop height). At a given orientation and height (onto the edge where the pushtube/ pushrod mechanism is located), the simulation found that at least 90% of chambers tested could be jammed by a single drop. All of the chambers jammed by the drop test jig had an upward dent in the aluminium base and they all had both their floats jammed. Their push tubes are misaligned towards the dent and jammed against the hinge bracket. This is similar to observations made on returned complaint devices concerning overfilling mr290 chambers. All mr290 chambers are tested for water feed valve function prior to packaging. If damage occurs it most likely happenes to the end user's facility. The mr290 user instructions make two important warning statements to alert the end user of potential problems: do not use the chamber if the water level rises above the maximum water level line. Do not use the chamber if the seals are not intact when rec'd, or it has been dropped. In some cases, no fault was found with the returned chambers, however, investigations have shown that floats can become "unstuck" if they are subjected to a further impact. For those chambers that were returned due to overfilling, but found to have no fault, it was assumed that a secondary impact was responsible for freeing the valve mechanism. In some instances the defective product was not returned to us. In such cases an assessment was done based on the event description and results from previous investigations. These reports were categorised under the same fault, i.e. "Overfilling mr290 chambers". Fisher & paykel healthcare is continuing to monitor complaints relating to dual float failures closely and were continuing to carry out improvement studies regarding this issue as part of the CAPA project investigations.